Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed it did not run and displayed an e8 error code. Therefore, the reported condition was confirmed. It was determined that the motor, bearings and flex circuit were worn out. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative:the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a post lateral fusion surgery, it was discovered that the motor device had intermittent operation and an e8 error code. There were no delays to the surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.